Event description:
I experienced repeated false hypoglycemia alerts from a freestyle libre 3+ continuous glucose monitoring system. The device reported glucose values in the 50¿60 mg/dl range, triggering crisis alarms, while contemporaneous fingerstick testing using an accu-chek guide me meter showed glucose values approximately 90¿102 mg/dl. These false alerts occurred multiple times, including during active court proceedings, creating a false emergency signal and potential risk of inappropriate clinical response. On (B)(6) 2026, I contacted abbott regarding this malfunction. Under abbott case no. (B)(4), abbott authorized expedited replacement of 13 freestyle libre 3+ sensors. That authorization was confirmed in writing. On (B)(6) 2026, abbott delivered a fedex shipment under tracking ID (B)(4). Upon receipt and inspection, the shipment contained only 3 sensors, not the authorized 13. The shipment therefore did not complete the authorized remediation. I attempted to submit this issue through abbott's product safety / medical device portal, but the submission function was disabled without explanation. Attempts to reach abbott via designated email channels were also unsuccessful. This report is submitted to document the device malfunction, incomplete remediation, and manufacturer intake failure as part of post-market safety surveillance. Pt code: 4582. Device code: 1535. Ref reports: mw5182980; mw5182981; mw5182982; mw5182983; mw5182984; mw5182985; mw5182986; mw5182987; mw5182988; mw5182989; mw5182990; mw5182991.